Manufacturer narrative:
PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report number 1221359-2022-04830.

Event description:
The customer reported two false positive results with the ID now covid-19 assay with two patients on separate days in (B)(6) 2022. This report is for patient two (2) of two (2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing (platform: cfx) was performed on an unknown date which generated negative results.

Event description:
The customer reported additional information stating that the ID now covid-19 assay sample was put into viral transport medium (vtm) prior to testing.

Manufacturer narrative:
Additional information / corrected data: b5: the customer reported additional information stating that the ID now covid-19 assay sample was put into viral transport medium (vtm) prior to testing. Putting ID now covid-19 assay samples into vtm is contraindicated in the product insert therefore making this a non-reportable event. The event will be re-evaluated if any further additional information is received.